Manufacturer narrative:
The manufacturer previously reported a failure of the lcd screen. The lcd screen was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the lcd screen failing was due to physical damage.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, "service required" codes were found in the ventilator's downloaded error log. The device's internal battery was replaced to address the issues. The device's lcd screen was found to be blank. The device's lcd screen was replaced to address the issue.